Event description:
Edwards japan received information that a patient with a 25mm carpentier-edwards perimount valve underwent a valve-in-valve procedure after an implant duration unknown period due to unknown reason. The device was replaced with a non-edwards transcatheter valve without any adverse event reported.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated sections: g3, g6, h6 investigation findings, and investigation conclusions. A device history record (DHR) review was not performed, as no information regarding a device failure mode was provided. Furthermore, there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. In this case, there is no evidence of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Therefore, further evaluation is not required. Attempts to retrieve additional information were unsuccessful. Based on the information available, a definitive root cause cannot be conclusively determined.